Event description:
The account alleged that the bed had a self-run. The account alleged that while a pt was on the bed, the staff attempted to move the position of the bed and the bed went into reverse trendelenburg position and the head of the bed also raised. The pt slid towards the foot end of the bed and ended up in a fetal position. No pt injury reported.

Manufacturer narrative:
The tech made several attempts to investigate and inspect the bed. The account placed the bed back into service and could not locate the bed for inspection.